Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, insertion of steerable guide catheter (sgc) was difficult as it got stuck on the skin. Five centimeters before the tip of the sgc was distorted. Sgc was replaced with new one and continued the procedure. Clip delivery system (cds) became stuck in the chordae tendineae of the lateral indentation. Troubleshooting was performed and was able to free the clip from chordae and was returned to the left atrium. It was determined that one of the grippers would not raise and the gripper line was broken. Clip was replaced with another clip and continued the procedure. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.